Manufacturer narrative:
The device was not returned for investigation. No photos provided. The most likely cause of this is attributed to failure to follow dfu-0392-sub-eo usages listed to help avoid needle breakage and potential patient injury. The complaint is not confirmed.

Event description:
On 5/18/2023, it was reported by a sales representative via phone that the scorpion-multifire needle as part of an ar-2600sbs-8 speedbridge¿ implant system broke inside the patient during a rotator cuff repair procedure on (B)(6) 2023, when the surgeon was trying to pass the scorpion needle through the tissue. When he tried to fire the needle, he caught one of his other sutures, and the top of the needle broke off inside the patient when he was trying to pass the suture. The needle fragment was searched for with mini c-arms. The needle was confirmed to be in the shoulder in the subacromial space, but the surgeon could not retrieve it. X-rays were taken and showed the broken part, and the surgeon deemed it safe to be left inside the shoulder. The x-rays were not saved. It is believed that no additional anesthesia was necessary to be administered. An ar-13995n scorpion needle, lot number unknown, was opened and used to complete the procedure successfully with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.